Event description:
It was reported during a routine follow-up that the patient presented to the clinic with a loss of capture and an abrupt increase in pacing lead impedance. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a capture anomaly and an increase in pacing threshold was not reproduced in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found. All device functions were normal.